Event description:
I was tested for borrelia burgdorferi through my pcp, which came back negative. Subsequent western blot through an independent lab came back positive for lyme disease. However, because the initial elisa test with my insurance company came back negative, they were able to deny coverage for lyme disease, which has meant that my pcp misdiagnosed my lyme, calling it either chronic fatigue or fibromyalgia, and actual treatment for lyme has to be done outside of my insurance network, resulting in significant out of pocket costs. Facility: (B)(6).